Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient's system was explanted due to infection. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were not reported diagnostic testing or troubleshooting performed. The issue was resolved at the initial time of report, and the patient's status was alive with no injury. It was noted that the manufacturer representative planned to obtain further information from the healthcare professional on (B)(6) 2016. The patient's indications for use included chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.